Manufacturer narrative:
The biomedical engineer reported that the bedside monitors network interface card failed due to heat. No patient harm was reported. Customer was transferred to customer service to order a new network card. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the bedside monitors network interface card failed due to heat. No patient harm was reported.

Manufacturer narrative:
Additional manufacturer narrative: the customer ordered and replaced the network card with a new network card which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.